Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed on the atrial channel of the pulse generator. A poor connection was suspected. No intervention was performed. The patient was seen at an unknown date for a follow up and normal atrial impedance had resumed.